Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported events of detachment of device component and expulsion: "5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine using a cannula in the preauricular and mentalis. While injecting the patient, the syringe "popped on patient's faces" when the cannula was inserted. A forcep was used to secure the cannula. There were no injuries.